Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient was admitted to the hospital because of wound dehiscence and discharge from his pacemaker site following a lead revision and generator change. Patient was admitted on (B)(6) 2012 and discharged on (B)(6) 2012. The patient was to receive IV vancomycin, will hold his coumadin, and will be given arixtra once a day as an outpatient until it can be determined if the patient will need pacemaker generator removal. Additional information was provided informing us this system was removed on (B)(6) 2012. All available information suggests this patient did not receive a new system at that time.